Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is probable the image flickers due to corrosion on the connector contacts. However, a specific root cause of the corrosion could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿video wires should be connected to the video system center in a well-dried state, including electrical contacts. Also, make sure that the electrical contacts are clean before connecting. Using the device with wet or dirty electrical contacts may cause the device to malfunction or malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the camera head displayed image noise and image was suddenly loss. The event occurs when a load is applied to the connector. The intended procedure was a cystoscopy for inspection purposes. The procedure was completed using replacement device. There was a 10 minute delay in procedure. Device pre-use checks are performed. The device reprocessed using high-level disinfection. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image disappeared was not confirmed. The allegation of image noise was confirmed, due to retention of the coupler was decreased. In addition, the coupler was burned. The charge coupled device had internal flooding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.